Event description:
Revision surgery of 2 si screws about 8 months after primary surgery for suspected infection. The surgery was completed successfully. The sonification results, devices lots and explants won't be available.